Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site because the ipg was bothering the patient while they sat down. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was placed higher above the beltline. Effective therapy was restored post-op. The discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.